Event description:
It was reported that the patient's catheter was fractured. It was indicated following a pump replacement that the catheter appeared fine during the procedure with good cerebral spinal fluid (csf) flow. It was noted towards the end of that same week, the patient experienced a return of back pain, nausea and headache. The patient went to the emergency room (ER) and was admitted to the hospital. The catheter fracture was confirmed via x-ray imaging. The catheter was revised and a portion of the catheter was replaced. At the time of this report the patient was alive and without injury. The drug delivered via pump was dilaudid. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2002 (B)(6), explanted: 2012 (B)(6), product type catheter product ID, 8578 lot# serial# (B)(4), implanted: 2012 (B)(6), product type accessory. (B)(4).